Manufacturer narrative:
(B)(4). The returned guide wire had its coil wire elongated for approximately 170 mm from the middle solder at 20 mm from the wire tip. Under the elongated coil wire, the inner coil wire was visible. The core, composed of twist wire and core wire, was found fractured at approximately 1.5 mm distal to the exposed inner coil wire. The ball tip remained attached on the distal end of the elongated coil wire; the coil wire remained in one piece. At approximately 6 mm from the wire tip, the twist wire and the core wire were found fractured. The core fracture was microscopically observed. It was found that the twist wire and the core wire were twisted and tangled up to the wire tip; intact twist wire and core wire were normally set parallel to each other. With the coil wire remained in one piece, measurement of the length of the core suggested that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that torsion exceeding the product design limit was inadvertently applied on the guide wire while the wire tip was temporally trapped by the lesion or narrow peripheral vessel. The applied torsion was assumed to twist the core and eventually wrench off. The coil wire was thought to become elongated by tensile stress applied along with wire removal. There was no indication of product deficiency. Instructions for use states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the coil wire of an asahi guide wire became damaged during a pci to treat a 75-90% stenosis in the bifurcation of the rca #4. A non-asahi guide wire was advanced to the main branch while the subject guide wire was advanced to the sub-branch when something wrong with the wire movement was noticed. The guide wire was pulled out of the anatomy and found its coil wire was damaged. Another guide wire was replaced to resume the pci. The pci was successfully completed with reestablished blood flow. The patient was reportedly without problem after the pci.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.